Event description:
The customer reported that the system has slow image retrieval issues.

Manufacturer narrative:
The ge service rep replaced the hard drive and performed an operational check. He returned the system to service.